Manufacturer narrative:
The display was blank due to a faulty capacitor on the mother board.

Event description:
It was reported that the battery compartment and reservoir window of the insulin pump were cracked. Nothing further was reported.